Event description:
This report is for a titanium (ti) spiral blade 38mm.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and / or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, the patient underwent the implant surgery for humeral diaphysis fracture with the titanium cannulated humeral nail and the spiral blade in question. The surgery was completed successfully. On (B)(6) 2019, the patient underwent the removal surgery. During the removal surgery, the surgeon could remove an end cap, but he could not remove the spiral blade. To remove the spiral blade, the surgeon tried to put a thread through the 4 suture holes of the spiral blade, but he could put a thread through only one suture hole, because of calluses. Thus, the spiral blade remained in the body. The surgery was delayed by 90 minutes. The surgeon commented that the product had no problem. The patient achieved the bone union. Concomitant device reported: unk - end caps (part # unknown, lot # unknown, quantity 1), titanium cannulated humeral nail (part # 04.001.226s, lot # unknown, quantity 1), unk - screws: trauma (part # unknown, lot # unknown, quantity# unknown). Device report from synthes reports an event in country as follows: (B)(6). This is report 1 for 2 (B)(4).